Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: 0210613485, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported non- sufficient result (bladder emptying and post-miction). Factors that may have led or contributed to the issue was efficacy decreased without identified cause. Diagnostics performed was a different programming. Actions included a reprogramming and the issue was resolved on (B)(6) 2018. The investigator assessed the event as not serious, not related to procedure, not related to device component, and related to the stimulation. Relevant medical history includes neurologic (ms) urinary incontinence since 2000.